Manufacturer narrative:
The actual device in the incident has not yet been evaluated by the MFR. Based on the event description, it appears the catheter may have been withdrawn or partially withdrawn through the needle shearing the catheter tip. It should be noted that the labeling on the tray states, "do not withdraw catheter through the needle because of possible danger of shearing." When the sample is evaluated, a follow-up report will be filed. If the device is received, a follow-up report will be filed. At this time, no specific conclusions can be drawn. All available info has been forwarded to the MFR b. Braun for further eval.

Event description:
As reported by the user facility: the "anesthesiologist attempted to place the epidural catheter, pulled the needle out of pt, when pulling out the catheter noticed 2in. Piece of tip of epidural catheter missing." X-ray of pt completed x 2 and a CT scan was completed x 1. No signs of a foreign object visible, unable to locate missing piece of catheter. Add'l info provided by the facility indicated the pt suffered no adverse sequela associated with the incident. The fragment was not located. The sample is being sent for eval.